Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the pacing capture threshold in the rv (right ventricle) was elevated. Concomitant products: vedr01 ipg, implanted (B)(6) 2011.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for a possible fracture as evidenced by high pacing thresholds, high impedance in the bipolar pacing configuration, and the presence of noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.